Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump screen was hard to read. The customer's blood glucose level was unknown. The customer also reported that unexplained no delivery alarm, sound like something was rattling in the pump during priming, batteries a lot quick. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device display properly and no missing segment/partial display noted. Device was received with normal operating currents and passed self-test, a21 error test. No unexpected low battery, battery out limit and failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. No unexpected no delivery alarm noted during testing. No audio/beep/rattling noted during testing. Device had cracked battery tube threads, stripped battery cap coin slot. (B)(4).